Event description:
This complaint was submitted with limited information as it happened some time ago: it was reported that in the ICU, the catheter was found completely out of the suture wing. The anesthetist was summoned and had to remove the sutures to be able to slip the catheter back into place. New additional sutures were added to secure the catheter. At time of reporting, it is unknown if there were complications as a result of this occurrence, however, there was no death reported.

Manufacturer narrative:
(B)(4). The device was discarded.